Manufacturer narrative:
Product event summary: analysis confirm the rf (radio frequency) head label delaminated. Analysis also found the rf head failed uplink functional test and would not interrogate (intermittent operation); rf head cable found out of electrical specification. (B)(4).

Event description:
It was reported the silicon pad does not stay on the rf (radio frequency) head anymore. The rf head was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.